Manufacturer narrative:
(B)(4). Batch r57n2u. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. Additional information requested but not received: please clarify "the tissue is run avoiding stapling to be satisfactory": what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Did the device inadvertently cause excess tissue trauma? If so, what was done to repair the damaged tissue? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)?

Event description:
It was reported that during sleeve surgery, the long stapler is used and at the time of stapling in the stomach with a blue reload of 60, it is evident that the tissue is run avoiding stapling to be satisfactory, it required a reinforcement of manual suture. Action taken to resolve the issue was the use of an extra staple and reinforcement with manual suture. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch number: r57n2u. Investigation summary: the analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.